Manufacturer narrative:
(B)(4). Date of event is unknown/not provided. If explanted; give date: unknown/not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a 20.5 diopter, model zkb00 intraocular lens (iol) was explanted. The reason for the original lens explant was not provided. Replacement lens model or type was not provided. No further information was provided.

Manufacturer narrative:
Correction: the initial MDR should be cancelled because the information initially provided was incorrect. The MDR was filed because an explant of this lens was reported. However, upon further review this lens was the replacement lens for the first lens (model zkb00 21.0 diopter, sn (B)(4)) that was explanted and has been reported under MFR report #: 9614546-2016-00277. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: investigation results including date of device return were known when medwatch report# 9614546-2016-00230, follow up# 2 was filed; however the results were inadvertently not included. This report is being filed to correct that the investigation results and date of device return should have been included within the medwatch report# 9614546-2016-00230, follow up# 2. Device available for evaluation - yes, returned on may 16, 2016. Device returned to manufacturer - yes. Complaint device was returned for evaluation. It can be seen that the lens is cut in pieces, most probably to make explant possible. Considering condition of the lens, additional analysis is not possible. Reported complaint cannot be confirmed.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. The in-line optical inspection data was reviewed and results showed that the lens was manufactured within power specification.   A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number.   Based on the investigation results, there is no indication of a product quality deficiency.   All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The medwatch report# 9614546-2016-00230, follow up# 1 was filed stating that the initial MDR should be cancelled. This report is being filed to clarify that the initial MDR should not be cancelled. On (B)(6) 2016, customer reported that all information regarding this case was provided to abbott medical optics on (B)(6) 2016. However, upon further review, it was determined that customer incorrectly reported replacement lens zkb00, sn# (B)(4) on (B)(6) 2016 with an allegation of explant. On (B)(6) 2016, customer correctly reported the original lens which was the explanted lens zkb00 sn#(B)(4). As stated within the medwatch report# 9614546-2016-00230, follow up# 1, the explanted lens has been reported under MFR report #: 9614546-2016-00277. This report is being filed to document that all future corrections or additional information related to the explanted lens will be filed as follow up to medwatch #9614546-2016-00230. Additional information: on (B)(6) 2016, it was reported that initially the patient was unhappy with the uncorrected visual acuity. The patient is doing well and very happy now. There was no vitrectomy, no sutures or no other complications. All pertinent information available to abbott medical optics has been submitted.